Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was difficult to introduce the device into the opened valve system. While passing the valve, the stent dislodged in the left coronary artery. The stent was retrieved with a balloon.

Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a detailed technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located at the proximal portion of another manufacturers balloon. The balloon has been inflated. The stent is severely deformed at its distal end. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.